Manufacturer narrative:
H6: investigation summary one photo was provided to our quality team for investigation. Through visual inspection, it was observed that a small white piece of particulate located on the bottom of the stopper near the top of the plunger rod side in the non-fluid path. Potential root cause for the foreign matter defect could not be determined from the photo provided. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. H3 other text : see h10

Event description:
It was reported that foreign matter was found on the bd luer-lok¿ syringe with attached needle plunger after use. The following information was provided by the initial reporter: "particulate found on plunger after use. (Potential coring?) Reported by patient family."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that foreign matter was found on the bd luer-lok¿ syringe with attached needle plunger after use. The following information was provided by the initial reporter: "particulate found on plunger after use. (Potential coring?) Reported by patient family."